Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported: "absence of locking of the cervicocephalic screws in the nail". Update 08/06/2020: sales rep reported: "so I met the surgeon today. This is a t2 recon nail and 2019 and 2 cervical screws placed on (B)(6). The intervention went well without any delay in the installation of the material. During the post-op control the nail looks well placed. On the other hand, the surgeon noticed on the control x-rays at 3 months that the cervical screws were not inserted inside the nail but outside it. He did a material vigilance on the fact that the target device had aimed next to it and isolated the implants (1 nail, 2 cervical screws). He took the patient back on (B)(6) 2019 with a long gamma 3 nail and the patient is now solid." Update 09/06/2020: according to the sales manager "the screws were never inside the nail, this is a mistake of aiming and a bad radiographic control during the intraoperative period."